Manufacturer narrative:
It should be noted that the devices reportedly implanted in this event were utilized in an off-label application in the USA. The bhr acetabular cup is approved for use in the USA only with a bhr resurfacing femoral head. The smith & nephew hemi-head (large diameter cocr femoral head) is only FDA approved for use when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (such as a bhr acetabular cup).

Event description:
It was reported that revision surgery was performed due to pain and inflammation.